Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that he had no delivery alarm. Customer's blood glucose at time of incident was 29.4mmol/l. Customer was hospitalized. Customer was asked to perform a 5 unit prime and a few drops of insulin came out of the pump and there was no alarm. Customer was advised to program 10units manual bolus and pump delivered the bolus but no drops came out of the tubing. Customer was advised that pump will need to be replaced.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. During the occlusion test using a water filled reservoir, programmed unit fill cannula delivery. The unit delivered the 2.0 unit and water exited the infusion set. The insulin pump was also programmed with multiple test boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. No bolus anomaly or prime/fill anomaly noted during testing. The insulin pump had minor scratched display window, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.